Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (late onset) and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and capsular contracture baker grade unknown.

Event description:
Patient reported left side fever, redness, cyst, infection, pain and ¿I do not want to continue living with the fear of getting cancer. If I knew that there would be such a risk I would never have implanted them on my body. I cannot live with this fear and insecurity." Patient underwent an examination and it showed "contracture and it seems to be turned too". The device remains implanted.